Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the failure of the electronic substrate due to the accidental failure of the electronic component of the substrate because four years have passed since the manufacturing of the subject device.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was not worked at preparation for use. At the incoming inspection for the repair, olympus india checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure which might have caused the reported phenomenon. It was also found that the image of the subject device was not displayed. There was no report of patient injury associated with this event.